Event description:
It was reported that cadd extension sets leaking tubing . No patient involvement reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Additional information. No problems or issues were identified during this device history review. Three samples were returned for evaluation of the failure. The units returned were received inside of a plastic bag which its original open packaging. Samples were visually inspected under normal conditions of illumination. The samples were damaged, the y is broken, valve component is missing, and product looks like was manipulated by the customer. Functional testing could not be performed due to the damage and missing component. The complaint could not be confirmed.

Event description:
Additional information received on 2/16/2022: the date of the event was reported as 2/7/2022. The event did not occur while in use with the patient.